Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that one of the cells in an internal hlc battery, designator bt2 located on the analog pcb assembly, has a higher internal resistance which does not hold a charge and depletes the second cell in this battery. Non shorting tin whiskers were also observed on the switch flex cable assembly. This was not related to the observed issue. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. After an evaluation, it was observed that the device did not have enough power to remain on long enough to deliver a defibrillation shock. There was no patient use associated with the reported issue.